Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were intermittently working and required several hard presses to respond. The patient stated that the keypad was intact and there was no known trauma to the pump. The patient reportedly wore the pump under clothing and cleaned the pump with water in the shower. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up and down arrow keypad buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted.